Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the distal tip measuring 50.5cm was returned for analysis. External insulation abrasion was noted at 45.9-46.4cm from the distal tip, consistent with lead friction to the ICD can. The (B)(4) coating was intact at this location.

Event description:
It was reported that high pacing lead impedance was observed. Lead was explanted and replaced.